Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: we do not have a specific complaint or a defect description from the customer. However, a defect(s) was/were identified and repaired. This generator is (B)(4) years old and has possibly seen heavy use in the field. The root cause for this failure can be attributed to a damaged connector. The following repair activities were performed: socket connection between the ID and rf boards secured with silicone sealant mechanical upgrade performed defective electrical connector replaced display pcb replaced damaged psu board replaced functional test acc. To test procedure completed by built-in-test (bite) indicated fault codes analysed details can be found in the attached report. (B)(6). (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the physician that error 200 ref. 25 on device 225021 it was indicated during calibration of device. No consequences for the patient reported. Device is going to be return to (B)(6) service to repair.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone: (B)(6). UDI: (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Correction made in investigation summary. Device history review added. Evaluation statement: we do not have a specific complaint or a defect description from the customer. However, a defect(s) was/were identified and repaired. This generator is 5 years old and has possibly seen heavy use in the field. The root cause for this failure can be attributed to a damaged connector. The following repair activities were performed: socket connection between the ID and rf boards secured with silicone sealant mechanical upgrade performed defective electrical connector replaced display pcb replaced damaged psu board replaced functional test acc. To test procedure completed by built-in-test (bite) indicated fault codes analysed details can be found in the attached report. A review of the device history record indicated that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed.